Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/had lot of pelvic pain'), genital haemorrhage ('heavy bleeding'), cholecystectomy ('gastrointestinal or digestive system condition type: gallbladder removed') and gallbladder hypofunction ('gastrointestinal or digestive system condition-type: gall bladder failure') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis. In 2009, patient underwent essure confirmation test (unknown). Results: doctor couldn't complete test, said tubes were closed. Previously administered products included for an unreported indication: birth control pills from 2007 to 2009 and zoloft in 2003. Concurrent conditions included obesity (bmi- 30.41). Concomitant products included ibuprofen (motrin) and ursodeoxycholic acid (ursodiol). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 4 months after insertion of essure. On (B)(6) 2012, the patient was found to have uterine leiomyoma ("fibroids/ other injury(ies) or complication(s)- please describe: fibroids") and experienced uterine enlargement ("enlarged uterus/ other injury(ies) or complication(s)- please describe: enlarged uterus"), uterine cyst ("other injury(ies) or complication(s)- please describe: uterine/ovarian cysts") and ovarian cyst ("other injury(ies) or complication(s)- please describe: uterine/ovarian cysts"). On (B)(6) 2012, the patient was found to have blood urine present ("bladder or urinary problems or changes: blood in urine"). On (B)(6) 2014, the patient underwent cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ very long periods/heavy bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), cystitis ("infection (bladder/ urinary tract/vaginal): bladder infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression"), menstrual disorder ("period problems"), gallbladder hypofunction (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition:anxiety"), back pain ("lower back left pain") and arthralgia ("hip pain") and was found to have weight decreased ("weight gain/ loss") and weight increased ("weight gain/ loss"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy, laparoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, cholecystectomy, vaginal haemorrhage, menorrhagia, female sexual dysfunction, blood urine present, dysmenorrhoea, fatigue, cystitis, urinary tract infection, vaginal infection, migraine, nausea, depression, weight decreased, weight increased, uterine leiomyoma, uterine enlargement, uterine cyst, ovarian cyst, gallbladder hypofunction, anxiety, back pain and arthralgia outcome was unknown, the headache was resolving and the menstrual disorder had resolved. The reporter considered anxiety, arthralgia, back pain, blood urine present, cholecystectomy, cystitis, depression, dysmenorrhoea, fatigue, female sexual dysfunction, gallbladder hypofunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, urinary tract infection, uterine cyst, uterine enlargement, uterine leiomyoma, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: dicrepancy noted in insertion date- (B)(6) 2009, (B)(6) 2009. Current weight 206 lbs. Date leave began: (B)(6) 2012. Date leave ended: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2009: result: other (please describe) doctor couldn't complete test. Said tubes were closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New reporters added, plaintiff's information updated. New events gallbladder failure, anxiety, back pain, hip pain were added. Outcome of the events headache and period problems were updated. Concomitant drugs were added. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/had lot of pelvic pain'), genital haemorrhage ('heavy bleeding') and cholecystectomy ('gastrointestinal or digestive system condition type: gallbladder removed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity (bmi- 30.41) and chronic cervicitis. In 2009, patient underwent essure confirmation test (unknown). Results: doctor couldn't complete test, said tubes were closed. Previously administered products included for an unreported indication: zoloft. On (B)(6) 2009, the patient had essure inserted. In 2012, the patient was found to have blood urine present ("bladder or urinary problems or changes: blood in urine"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ very long periods"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression"), uterine enlargement ("enlarged uterus/ other injury(ies) or complication(s)- please describe: enlarged uterus"), uterine cyst ("other injury(ies) or complication(s)- please describe: uterine/ovarian cysts"), ovarian cyst ("other injury(ies) or complication(s)- please describe: uterine/ovarian cysts") and menstrual disorder ("period problems"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have weight decreased ("weight gain/loss"), weight increased ("weight gain/ loss") and uterine leiomyoma ("fibroids/ other injury(ies) or complication(s)- please describe: fibroids"). The patient was treated with surgery (gallbladder removal and hysterectomy with bilateral salpingo-oophorectomy, laparoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, cholecystectomy, vaginal haemorrhage, menorrhagia, female sexual dysfunction, blood urine present, dysmenorrhoea, fatigue, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, depression, weight decreased, weight increased, uterine leiomyoma, uterine enlargement, uterine cyst, ovarian cyst and menstrual disorder outcome was unknown. The reporter considered blood urine present, cholecystectomy, cystitis, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, urinary tract infection, uterine cyst, uterine enlargement, uterine leiomyoma, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2009, (B)(6) 2009. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: menorrhagia, uterine enlargement, uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: plaintiff fact sheet and medical records received : incident category updated. Events added- vaginal haemorrhage, menorrhagia, female sexual dysfunction, blood urine present, dysmenorrhea, fatigue, cholecystectomy, infection (bladder/ urinary tract/vaginal), migraine, headache, nausea, pelvic pain, depression, weight gain/ loss, uterine leiomyoma, uterine enlargement, ovarian cyst, uterine cyst, genital haemorrhage, menstrual disorder. Onset dates updated. Removal date updated. Medical history added. Historical products added. Reporter information, patient details, product indication updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.